Event description:
It was reported that the patient presented in hospital after receiving a vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. The patient was asymptomatic. A download was successfully performed. The patient was stable before, during and after the download. The patient will continue to be monitored.